Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer:15may2019. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further investigation concluded that the reported failure occurred due to the ul_lr and ur_ll resistance being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 05apr2019. The field service engineer (fse) evaluated the device. The reported condition was verified. The touchscreen assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator touchscreen failed calibration. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.